Event description:
Procedure: hernia repair. Patient gender: unk. Reportedly the balloon broke while inside the patient cavity. Pieces of the silicone layer were found in the cavity and removed. No patient injury reported.